Manufacturer narrative:
The reported complaint of " lcd of the autopulse platform(sn (B)(4) is not readable" was not confirmed during functional testing and visual inspection. During testing, no device malfunction was found, and the autopulse platform functioned appropriately and as intended. Upon visual inspection, no physical damage was observed. The autopulse platform passed the initial functional test without any fault or error. During further service evaluation, unrelated to the reported complaint, observed the power switch button has a slightly delayed timing to switch on and is required to be pressed hard to power the device as a result of a possibly defective power switch board, likely attributed to normal wear and tear. The autopulse platform was manufactured in september 2015 and is almost 7 years old, and has exceeded its expected service life of 5 years. The power button with the cable was replaced to remedy the issue. The archive data review showed the occurrence of multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages on the reported complaint date, unrelated to the reported complaint. The (ua) 07 error message was cleared by the user. The load cell characterization test confirmed both the cell modules are functioning within the specification. In addition, unrelated to the customer's reported complaint, observed a partially corrupted archive. The root cause of the corrupted archive could have been due to repeated power cycling of the device or due to the unexpected shutdown of the device. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. User advisory (ua) 07 is an indication that the load sensing system has detected a weight/load imbalance between the two load cells. This advisory can happen when the patient is not oriented on the autopulse platform correctly or the patient has shifted. The recommended actions to take for this type of user advisory are: ensure the patient is properly aligned (armpits on the yellow line), deploy the shoulder restraint to mitigate patient movement, and press restart to clear the user advisory. Following service, autopulse platform passed the run-in test. The brake gap inspection was performed and verified the brake gap was within the specification.

Event description:
During shift check, the customer reported the lcd of the autopulse platform(sn (B)(4) is not readable upon powering on. No patient involvement.